Event description:
It was reported that during a low anterior resection, the device was fired and no staples were delivered. The device cut completely. Hand sewed anastomosis and purse string to complete the procedure. There was no patient consequence.